Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient's managing physician could not be there so he sent the patient to another physician in (B)(6) 2014 as they thought the pump might need to be replaced. It was noted that the other physician said the pump was fine, but that there was too much fluid in the pump. The physician showed the patient a vial and said "this much too much". The patient's pump was intended to infuse dilaudid at that time. Additional information was requested, but was not available at the time of report.